Manufacturer narrative:
Investigation summary: bd (B)(4) received samples and attached five (5) photos for investigation. The photos were reviewed and the indicated failure mode for foreign matter (fm) embedded in the cap was observed. Additionally, one hundred (B)(4) retention samples from bd inventory, were evaluated by visual examination and the issue of fm embedded in the cap was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fm embedded in the cap. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported before use the bd vacutainer® sst¿ ii advance plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter and translated to english. The customer stated: "a black spot was found onto the cap before use."